Event description:
Reportedly, the pt experienced a problem post operatively in 2004 and was brought to the endoscopy suite to perform an ercp. At that time, a stent was inserted and a diagnosis of a possible bile leak was made. Nine days later, the pt was returned to the hospital/or post operatively due to a bile leak from the cystic duct. When the pt was opened, the cystic duct had 3 clips on it but bile was leaking from the end of the duct. The surgeon used another instrument of clip the cystic duct and stop the bile leak to complete the case. Procedure: lap chole.